Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was turned off and the patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.